Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Based on the information provided, this complaint is being reported due to the following conclusion: a broken pitch cable was found on the instrument during failure analysis, and this event could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
On (B)(6) 2015, the pk dissecting forceps instrument was returned to intuitive surgical, inc. (Isi) without a customer reported complaint. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.